Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, crease flat, device appearance (air cavities are observed but it is not considered a defect due to the non-textured part located) and brown particles. Leak test was performed and found opening on device. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool in the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated edge opening on anterior side due to surgical damage. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side deflation, "pain, lump, and could feel the ridge and hard plastic of the implant". Device has been explanted.